Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 2.1 had a complete pocket failure. A field service engineer logged in and found all cubie pockets were missing from the storage space configuration. The hardware test application (hta) was run, and all cubie pockets reappeared. Each pocket was ejected, and during inspection of pocket e1, a sliver of foil was found underneath, making contact with the jump pins, connections responsible for power and communication between the row board and cubie pockets. The area beneath the pockets was cleaned thoroughly. The drawer was pulled out, and all cables were inspected and reseated. The drawer was tested using the hta software, and the customer was used to recover the drawer and perform inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.